Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of myopotential noise. This occurred while programmed in the secondary vector. Technical services (ts) analyzed device episode data and provided programming recommendations. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.